Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown overnight after user had received low power alert. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin after shutdown, was educated that insulin on board and maximum hourly bolus reset to zero when pump turned off or reset, returned pump the following day, and was scheduled for follow-up to confirm 24-hour battery depletion rate.